Manufacturer narrative:
As reported, the edge of the mesh was torn. Evaluation of the returned sample finds the sample is contaminated with blood and showed evidence that it had been handled for use. There is a tear noted that travels from the edge seal into the woven mesh. Based on the condition of the returned sample the tear is the result of forces applied while handling the mesh for attempted use. The precautions section of the instructions-for-use states "use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force.¿ review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2022. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Sample evaluated.

Event description:
As reported, during a laparoscopic procedure, while opening the sterilized package of 3dmax light, a tear was noted on the mesh. It was reported that there was no damage noticed on the outer package and the box was completely sealed prior to opening for the case. It was reported that another 3dmax light was used to complete the procedure. There was no reported patient injury.